Event description:
It was reported this valve was implanted, due to critical calcific stenosis of the patient's native bicuspid aortic valve. Ten days postoperatively, the patient was diagnosed with acute acalculous cholecystitis and e. Coli septicemia. She was treated aggressively by the infectious disease doctors. When a cholecystectomy was performed, her aortic root was found to be infected. Therefore, approximately three months postoperatively, an annuloaortic enlargement and replacement of the mechanical valve was performed. During the procedure, the valve was found to be dehisced. A homograft was implanted. The patient tolerated the procedure well and was transferred to the coronary intensive care unit.